Manufacturer narrative:
.

Event description:
See MFR report 3004209178200802364. It was reported that following the pt's interstim implant, the wound healed without complication. Shortly afterwards, the pt had oozing redness but continued to use the device for two years, because she was receiving good therapy. The pt was placed on flagyl and levaquin, but the device was explanted. Further info is being requested from the hcp.